Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by the report. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Intense left knee pain [arthralgia]. Hard to walk [gait disturbance]. Case description: spontaneous report received on (B)(6) 2010, from a consumer regarding a (B)(6) female pt, initials (B)(6), with a medical history of osteoarthritis. The pt did not have previous treatment with synvisc-one. The pt was administered synvisc-one on (B)(6) 2010, in the left knee. Three months after receiving the synvisc-one injection, the pt experienced intensive left knee pain which made it hard to walk. Treatment included an intra-articular cortisone knee injection, aleve (naproxen sodium), tramadol, and a cane. The synvisc-one lot number was unk. No further info was provided.